Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose of 52mg/dl to 400mg/dl. The customer did not troubleshoot and did not send the product back for analysis. Customer indicted that the pump locked up and the tubing had to be filled twice. Customer declined to troubleshoot the issues. The product will not be returned.